Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 400cc smooth mentor memorygel breast implant on the right, and a primary breast augmentation with unknown mentor gel breast implant on the left, has experienced right-sided grade IV capsular contracture and bilateral paresthesia postoperatively. The patient had noted that nipple sensation is poor for both breasts. As a result, the patient had undergone right-sided capsulotomy on (B)(6) 2019, and underwent right-sided explantation and replacement with unspecified mentor gel breast implant on (B)(6) 2020. This medwatch report is for the left-sided implant.